Event description:
During the initial procedure on (B)(6)2010, a maze linear cardiac reusable probe was connected to a ccs-200 cryosurgical system. When the pressure of the nitrous oxide tanks reached 800 pounds per square inch (psi), the probe then leaked and damaged the housing, and it was reported to have blown apart. This was not reported to atricure and we became aware of this incident through correspondence from cooper surgical receiving notice from the FDA. There was no patient or user consequence.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the trigger became not to return to the home position and the jaw could not be opened at the second firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended but the orange indicator was visible at 14th firing sequence thus, it was not completely visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).